Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was above 400 mg/dl, and the meter bg reading was 332 mg/dl. As a result of the inaccurate cgm, customer experienced an elevated bg of 680 mg/dl, and a correction bolus was administered to address the bg. The customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin. The customer was released from the hospital on (B)(6) 2021, with no permanent damage and the issue resolved. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.